Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: (B)(4) 2014. The intraocular lens was returned to the manufacturing site for evaluation. Visual inspection was performed where one (1) of the haptics was partially detached; the other haptic was still attached to the lens optic. The optic was cut in two (2) pieces. The condition of the returned lens is most probably the result of the explant procedure. The lens is contaminated, the optic damaged and scratches were present. In one piece of the optic part, a haptic can be seen. Most probably the haptic was cut off, also as a result of the explant procedure. Considering the condition of the lens no further analysis was possible. Device history records (DHR) show that the sterilization batch was released and there were no non-conformances. There were no associated nonconformity material reports. Results of environmental records showed that there were no environmental monitoring related non-conformances. The production order was not produced under deviation. There were no process and/or material changes within the production order. The lens was manufactured according to specification. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens was required to be explanted in a secondary procedure due to a calculation error causing an unexpected post operative refraction. Explanted lens had a diopter power of 24.0 and the new lens has a diopter power of 21.5.